Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking or jolting sensation and loss of therapeutic effect that started two days ago. There was no known accident or incident related to the event, and movement caused stimulation changes. The pt symptoms were at the stimulator location. The health care professional reported about 1 week later, the pt began to have severe urinary retention. The integrity of the system was check and everything was "fine." The device could not be programmed around the retention. The device was turned off and retention remained. The pt had a heart related medical issue and was on medications. Soon afterwards, the retention started. Additional information has been requested, a f/u report will be sent if additional information becomes available.